Event description:
Leaking. Removed and replaced PICC.

Manufacturer narrative:
The sample will be evaluated as part of the investigation. The investigation results will be forwarded to the FDA via a follow up MDR.